Manufacturer narrative:
H10 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4)d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2019 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2019 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: : no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2019 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2019 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2019 h5: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events or momentary disconnections during the reported event date involving (B)(4). Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, analysis of the data log files revealed several momentary disconnections that did not lead to premature power switching involving (B)(4). Momentary disconnection will result in an audible tone or "beep". As a result, the reported "intermittent beeping" event was confirmed. However, the reported "power indicator disappearing" event could not be confirmed as the units were not returned for analysis. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; events with battery display errors can be attributed, but not limited, to a manufacturing error and/or due to a faulty component. The most likely root cause of the premature power switching events and "reported beeps" can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery had intermittent beeping and the power indicator was disappearing. It was reported to be unknown which battery was faulty. All six batteries remain in use. No patient complications have been reported as a result of this event.